Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was stuck on the verify screen; the reporter reportedly rebooted the pump and the pump loaded to the verify screen but the keypad buttons were unresponsive. The reporter stated that the patient wore the pump in a pump skin attached to the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): all buttons responded to presses appropriately. Testing did not duplicate the alleged issue of an unresponsive key. The keypad was torn near the up arrow button and was removed; no damaged/misaligned contacts, or evidence of contamination found under button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.